Event description:
It has been reported that a revision surgery was performed due to infection approximately one year post op. A re-revision for this patient was reported under MDR # 1020279-2010-00123.